Manufacturer narrative:
The cadiere forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. Failure analysis found the primary failure of the broken grip to be related to the customer reported complaint. A piece approximately 0.65" x 0.20" was found to be broken off the wrist assembly. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. Additional observation not reported was that the main tube exhibits signs of scratch marks/abrasions on the distal end. The main tube scratch marks measured roughly 0.03" to 0.22" in length and were not aligned with the tube axis. There was material missing from the surface of the main tube. This failure is also most commonly caused by mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. Failure analysis found the additional failure of main tube scratch marks to not be related to the customer reported complaint. Additional observation not reported was that the instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. Failure analysis found the primary failure of the frayed grip cable to not be related to the customer reported complaint.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the customer reported that the jaw of the cadiere forceps instrument completely fell off inside the patient while grasping tissue. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.